Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the electrocardiogram connector on the link electronic module (lem) board was loose, the system fan was noisy, the tabs on the power cord bay door were stressed and there was a broken tab on the stylus retainer. All found defective parts were replaced and additionally the lem was calibrated and the software was reconfigured, reloaded and updated. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.